Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during the excision of soft tissue mass using the continuous stitch technique, the tip of the needle broke as the surgeon was closing the skin. Another device was used to complete the case. There was no patient injury.